Event description:
A patient reported experiencing inaccurate erratic results with an otu meter. The patient's blood glucose results were 269 mg/dl, 149 mg/dl. Tests were done within < 10 minutes with a difference of 51%. Patient did not experience any adverse events. No further information has been reported. Note - per customer care representative it was also documented that there was a 23 minutes apart difference in addition to the < 10 minutes.